Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was found that the pacemaker exhibited signal artifact. No intervention was performed. The patient was in stable condition.